Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Batch # unk.

Event description:
It was reported that during a thoracic procedure, when the gun was passed back to the scrub field, the scrub nurse was unable to open the jaw to release the used reloads. The team proceeded to open a new set for the surgeon to complete the surgery. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # n53022. The analysis found that one pce60a device was returned in good visual condition and with no cartridge loaded on the device. In addition the knife was noted to be partially advanced into the lockout region, thus the device would not open. The knife was returned to its home position and the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.